Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering minimum. The customer¿s blood glucose level was 209 mg/dl and 60 mg/dl. The customer mentioned that they experienced low blood glucose level and treated with juice. The customer also reported issues with the sensor. The insulin pump will be returned for analysis.